Event description:
It was reported that the device had unresponsive channel select button. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: medical device type, medical device catalog #, medical device model #, PMA / 510(k)# additional information: unique device identifier (UDI)#, medical device serial #, device manufacture date, imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had unresponsive channel select button was the data set drug library file not uploaded to the 8015 pcu device. Technical support assisted with system maintenance setup of configuration package to resolve the issue.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had unresponsive channel select button. There was no patient involvement.